Event description:
It was reported during water vapor therapy procedure, the delivery device could not get to prime. The generator displayed error code 235: prime failed - replace delivery device - low temperature. The device was unhooked and refilled the syringe with sterile water and retry the prime cycle, but the error message appeared again. The procedure was cancelled because there were no additional kits in stock to complete the procedure. The patient was sedated using general anesthesia. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.